Event description:
A patient had a cardiac arrest and passed away when undergoing a cvvhdf treatment on a prismaflex control unit. Limited treatment- and patient data has been provided. The medical staff at the clinic did state that the patient outcome had nothing to do with the dialysis treatment.

Manufacturer narrative:
There is no information indicating that the prismaflex control unit was inspected by a gambro technician or any other technician after the reported event. The analysis of the treatment data downloaded from the prismaflex control unit does not indicate any deviations or malfunction. The cause of death is unknown but is most likely related to the patient's underlying medical condition. There is no information to reasonably suggest that any gambro product caused or contributed to the reported event. The prismaflex control unit with sw 6.10 involved in this event which occurred in the (B)(6) does not have 510 (k) clearance but is similar to prismaflex control unit sw 5.10 (510(k) clearance k110823). Gambro does not regard the submittal of this report as an admission of causation or liability.